Event description:
It was reported that during a pulse field ablation procedure, air bubbles were seen entering the faradrive sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
B3: date of event - estimated as 05 june 2025 as the date of event is unknown and the aware date is 05 june 2025. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.